Event description:
It was reported that there were missing clamps before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "20g nexiva IV catheters are missing clamps on the extension set tubing. Additionally, I had heard previously about a batch of 20g IV's that were reported as dull (though I do not have the lot numbers for this) when speaking with the educator team, it seems that only the ER supply has been affected."

Manufacturer narrative:
H.6. Investigation: bd received 2 unused 20 gauge nexiva units from lot 9056979 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the pinch clamp was missing on both units. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were missing clamps before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "20g nexiva IV catheters are missing clamps on the extension set tubing. Additionally, I had heard previously about a batch of 20g IV's that were reported as dull (though I do not have the lot numbers for this) when speaking with the educator team, it seems that only the ER supply has been affected."